Manufacturer narrative:
Concomitant medical product: 3708140, neuro extension x2, implanted: (B)(6) 2008; 39565-30, pain stimulation lead, implanted: (B)(6) 2008; 97702, pain ipg, implanted: (B)(6) 2015.

Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads dislodged and had increased thresholds. The ra lead appeared dislodged on fluoroscopy and the rv lead in the his bundle appeared to be in the same position as at implant. The ra lead was repositioned and the rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.